Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code 543:320 was confirmed during product evaluation. The root cause of this condition was assigned to use/user error. There is no evidence of a repair being made on this pump.

Manufacturer narrative:
(B)(4). The reprted problem was confirmed in the pump's event history. This information was inadvertently omitted in the initial medwatch.

Event description:
The facility reported a colleague infusion pump with failure code 543:320. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, patient/user injury or medical intervention. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. No additional information is available.